Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was deployed with a maximum pressure of 18 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, states not to exceed the rated burst pressure. A conclusive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal right coronary artery (rca). A 2.8x19mm rx graftmaster covered stent was being advanced when it dislodged in the ostial/aorta of the rca. The stent was then dilated into the proximal rca at 18 atmospheres (atm). Then another 3.50x26 rx graftmaster was deployed at 19 atm to finish sealing the perforation successfully, as two rx graftmaster stents were needed in the first place. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.